Event description:
Customer reported that the system is displaying filament regulator errors and low ma errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank, high voltage power supply, and high voltage cable. System operates as intended.